Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a possible malfunction that occurred on approximately (B)(6) 2016. The date of issue is an approximation based on information provided. Patient's mother reported that the patient's dexcom failed to do what it was created to do. No additional event or patient information is available.